Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracic surgery, the device could not be fired after normal installation. Surgeon replaced the reload to resolve the issue.